Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-01104. Eval is in progress, but not yet concluded. Software data logs were received on 11/24/2014 by the MFR for further eval. Data log analysis confirms that prior to installation, the device wasn't powered on for approximately a year.

Event description:
Upon receipt of the device and field service installation, the user reported that the system-1 does not run on battery. Fuses where blown, a short circuit was observed on the power manager board and the battery cable assembly was burnt. There was no pt involvement.